Event description:
The customer stated that insulin leaked from the transfer guard as she attempted to fill the reservoir with insulin. The customer noticed that the needle was slanted and resting against the inner wall of the transfer guard. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.